Event description:
During a surgical procedure (tonsillectomy) the pt sustained minor burns to the corners of lips. The injury was discovered by the pt's parent on pt's arrival to stage ii recovery. Carnex lip balm was applied to the affected areas. The pt sustained only minor discomfort and was discharged approximately 4 hrs after surgery. The or staff retrieved 3 electrosurgical suction coagulators from the trash and returned them for evaluation. The exact product used in this incident could not be determined by the or staff. A valleylab generator was used and set at 50 coagulation during the procedure. The pt was grounded using a valleylab grounding pad, cat # e7507, lot # 49205, expiration date 2002-12.